Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was started in application, no problem was found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.